Event description:
A foreign distributing customer reported that five disposable ambulatory infusion systems stopped infusing during chemotherapy treatment. The pumps and administration sets are for 1-day infusion. There is no report of pt injury or complications.